Event description:
The customer received a questionable high creatinine jaffe gen.2 result for one patient sample. The initial result was 1.31 mg/dl and was reported to the physician who requested the sample be tested again as the result did not match with the patient history. The sample was repeated and the result was 0.63 mg/dl which was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative inspected the analyzer during a mechanism check and could not find a cause. He ran precision testing and all assays passed according to guidelines and within specification.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, the issue seemed to be related to sample quality because no issues were found with the hardware and no additional issues have been reported.